Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pcu was getting a low battery even when plugged in. No further information was provided.

Manufacturer narrative:
Down-graded to non-reportable. Supplemental emdr needed to report this report should not have been filed.

Event description:
It was reported that the pcu was getting a low battery even when plugged in. No further information was provided.